Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricle lead was surgically abandoned due to a suspected lead conductor damage, the lead also exhibited noise, high shocking impedance and oversensing which apparently lead to an inappropriate shock. The lead was damaged during explant attempt therefore the lead was surgically abandoned. No additional adverse patient effects were reported.